Event description:
The subject device was used during an uncertain procedure. It was reported that activation error occurred. There was no pt injury reported. Olympus received the device from user facility and it was found that the ptfe pad of device was severely worn.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp(omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially worn away and the metal part of the jaw was exposed. There were contact marks on the surface of the probe and the jaw. The manufacturing record was received with no irregularities. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output without grasping anything in the grasping section (including after the tissue separated). This report is being submitted as a medical device report in an abundance of caution.